Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a pre-loaded delivery system, the haptic broke causing a capsule rupture. Approximately 76 days following the implant, a vitrectomy was required and a three-piece lens was fixed to the iris. The patient was required to use medications longer and at a higher dose than anticipated.

Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. The lens was returned in a lens case. Viscoelastic is dried on the lens. The haptics are not broken. No haptic damage is observed. The lens dimensions are acceptable (plan view) using an approved template. The lens power was verified to be the reported 26.5 diopter. The optic has a semi-circular scrape on the posterior surface. Viscoelastic was not provided. It is unknown if the qualified product was used. The lens was returned and the haptics are not broken. No haptic damage was observed. The lens power was verified to be the reported 26.5 diopter. The root cause for the capsule rupture cannot be determined. (B)(4).